Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the moderately tortuous vessel in the abdomen. A 8mmx20cm interlock coil was selected for use. During the procedure, it was noted that the coil detached inside the microcatheter as the main coil and delivery arm became separated and the coil became stuck in microcatheter. The device was then removed together with the microcatheter; however, it was noted that the coil protruded from the tip of the microcatheter upon removal. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.